Event description:
A malfunction was reported by the customer, identified by the malfunction code "malf 9" with a fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed successfully. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.